Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. Additional type of investigation codes that were unable to be added in h6: labeling review the complaint for malposition - valve embolizes into ventricle was confirmed with objective evidence via imaging evaluation. Device history review was completed and there were no non-conformances related to the issue observed and the device passed all manufacturing specifications. Potential contributing factors include the complexity of the patient's anatomy. Specifically, an anterior flail with minimal anterior leaflet available for capture, significant leaflet tethering (>15 mm), the presence of an rv lead, and sub-optimal tee imaging. Additionally, the valve was deployed at an incorrect height, which may have further impacted the outcome. Insufficient imaging provided to determine a definite root cause. Malposition events such as embolization may be caused by a variety of factors such as device to native anatomy sizing (perimeter-derived diameter), use factors and procedural factors. Since there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met, no preventative or corrective actions were required.

Event description:
Edwards received notification of an evoque procedure in tricuspid position where the valve dropped on the anterior side after deployment. The echo observed competitive flow on the anterior side of the valve. An en-snare was used to grab an anterior locking tab to pull the valve more atrial on the anterior side and a 29mm sapien was deployed inside the evoque valve.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.